Event description:
Pt with pacemaker was being treated with somnoplasty palat procedure under general anesthesia. Treating physician reported that pt was prepped and when the somnus system foot pedal was depressed to initiate energy delivery physician noticed interference with the pulse oximeters and pt's heart stopped beating, i.e. Pacemaker did not function. The procedure was stopped and pt's heart began beating. When delivery of "r.f." Energy was resumed, pt's heart stopped beating again. Somnoplasty treatment was stopped. "Paalat" treatment guidelines were followed. (85 degrees celsius, 700 joules at midline). Ground pad was most likely placed on back. A conference call with the treating physician, somnus medical director and director of clinical affairs ensued just after pt was placed in recovery. Treating physicians were aware of pacemaker warning in product labeling. Somnus medical director suggested pt's cardiologist be consulted to determine if pacemaker should be reset. No evidence of equipment malfunction was noted. Interference with pacemaker is clearly identified in s2 user guide as potential hazard. Users are instructed to consult attending cardiologist or pacemaker MFR to determine compatibility of use.